Event description:
It was reported that the cadd medication cassette reservoir leaked. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9 date returned to manufacturer: 7/16/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The device was filled with 100 ml of water using a syringe, and there was leaking observed. The leak site location was at side b. Upon closer inspection, the cassette bag leak site had a tear at the cassette bag seam. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.